Event description:
In 2008, the lay user/patient's mother contacted lifescan (lfs) alleging that the pt's onetouch ultrasmart meter was prompting an unspecified error message. The medical affairs specialist (mas) spoke with the reporter on july 31, 2008 and obtained the following info. It is unk when the subject meter started displaying the error message. The reporter claimed the pt did not take any action regarding his diabetes management, but after the reported issue began, he reportedly developed a headache and was nauseous. On an unspecified date/time, at the time of the symptoms, the pt reportedly tested on his backup meter and obtained a reading of "536 mg/dl" and allegedly treated himself with insulin (type and dose unk). The reporter claimed the pt felt better the next day. At the time of troubleshooting, the cca was unable to confirm the specific message that was appearing on the subject meter. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the reporter claimed the pt was unable to test his blood glucose due to the reported issue and reportedly became hyperglycemic after the alleged meter issue began. In addition, he also claimed he had to treat himself with insulin after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.